Manufacturer narrative:
The insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked and bleeding lcd glass, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have a crack on display screen due to dropping insulin pump on a concrete floor. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.